Event description:
The facility representative contacted baxter to report an infusor that had an overinfusion. The device was filled with 300 milligrams of morphine sulfate in 240 milliliters of 0.9% sodium chloride and was connected to a patient. The pump was already empty after four days instead of five days. The infusion time was 105 hours. No port was used but the infusion was applied subcutaneous. No other infusion has been applied through the same access. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested and received for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. A batch review has been performed. All release criteria were met for the production of this batch.